Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.the event occurred in (B)(6).

Event description:
Customer alleged that a setting change that could affect the bolus advice occurred with the meter that the customer did not make. No adverse event reported.meter replaced and requested for investigation.